Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #: 1225714-2013-02347.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-02347 and 1225714-2013-02348. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleged that the pt experienced a sudden cardiac arrest and expired approx one week later, it was further alleged the event was caused by the pt's exposure to the product administered during dialysis treatment.